Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. The return octrode lead passed all electrical testing. No root cause was identified for reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that while the patient had stimulation for the applicable pain pattern, a lack of pain reduction was not felt. Reprogramming was performed and therapy assessed at a later date. Upon reassessment of therapy, it was found the lead had migrated. The lead was explanted and replaced which addressed the issue.